Manufacturer narrative:
H3 - device evaluation: the lens returned dry in a microcentrifuge vial. Visual inspection found the optic and haptic broken. Dimensional inspection unable to be performed due to significant lens damage. Claim #(B)(4).

Manufacturer narrative:
A1: (B)(6). H6 - type of investigation - lens work order search: one similar complaint type event reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -8.50 diopter was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to low vault and the problem resolved. Cause of event was unknown.